Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device. This occurred during the initial drain, when the patient was connected at the time of the alarm. The patient line had not been properly primed. The tsr advised the hp of the proper steps for connecting for therapy. The tsr assisted with troubleshooting to clear the alarm and advised the hp to dispose of the current setup and start over with new supplies. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The patient indicated that the patient line had not been properly primed, which is a known cause of this alarm. However, the sample was not returned for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted.